Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reports his reason for calling is because he is getting a doctor screen on the patient programmer (pp). The pt was unable to clarify what specific doctor screen he was seeing or recreate the issue during the call. When the pt attempted to sync the pp with the ins, the pt reported seeing poor communication. The pt was walked through syncing with and without the antenna, and the pt still reported seeing poor communication. Pt attempted to connect the ins recharger (insr) with the ins, and reported seeing the reposition antenna screen. Pt states that he hadn't recharged since the "middle of the pandemic" (pt explained it had been longer than a month) and that the ins previously had half a charge in it. The possibility of overdischarge was reviewed and ptwas redirected to the hcp. It was asked when the issues first began, and the pt alleged that it has been since march. No symptoms were reported. Additional information was received from the manufacturing representative (rep) and it was reported that the rep met with the patient nt last week and she couldn't connect to the implant. The rep was discussing potential replacement. It was suggested physician recharge mode (prm) try first since implant isn't due for replacement until 2023. Pt has not had overdischarge in the past per rep. Rep said pt got end of service (eos), but further questioning only yield pt saw doctor not necessarily eos on external device.